Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis blood glucose of 181 mg/dl at the time of incident. Customer states blood glucose was 147 mg/dl. Customer states the insulin pump was communicating with the transmitter. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
A supplemental report was created to indicate that this event was reported in error. The hospitalization and diabetic ketoacidosis was reported in cross referenced complaint case-(B)(4).